Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that from (B)(6) 2025, the patient was hospitalized due to aortic insufficiency. It was said the patient had aortic valve atresia and had undergone tricuspid valve repair. The patient underwent surgical procedure, aortic closure surgery, and a tricuspid valve surgery. It was said there was clear association with the device and there were symptoms after ventricular assist device (vad). It was also said the patient had right heart failure and had symptoms of peripheral edema. It was said there was clear association with the device.